Manufacturer narrative:
The patient was born in 1969. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient was exposed to poor environmental conditions through a source of water which led to peritonitis. On the same day as the onset, the patient was hospitalized for the event. On an unreported date in the same month, the patient was treated with unspecified antibiotics for the event of peritonitis. Three weeks after the onset, the patient recovered from the event of peritonitis and treatment with antibiotics was discontinued. At the time of this report, pd therapy was ongoing. No additional information is available.